Event description:
It was reported, "they were using the hammer on the tibial base plate and the handle, at the very bottom of the device, the connection portion/metal piece broke off of the hammer."

Manufacturer narrative:
Method: DHR and complaint history review. The investigation concluded that the device failure could not be confirmed as the device was not made available for this investigation. The product experience reporting database shows that there was one other similarly reported event. The previously reported event indicated device failure was a result of an overload condition. The device mfg history record indicated that the reported lot of devices was mfg and accepted into final stock with no reported discrepancies.